Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device component involved in the event: model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator.

Event description:
A report was received that the patient fell and broke his foot after turning on the stimulation that was set at a high level. The jolt caused the patient to lose balance. The patient was treated for the broken foot. No further information will be provided to bsn.